Manufacturer narrative:
Hardware low level failure alarm confirmed in the downloaded history log due to broken trace at pin 1 of ambient light sensor. Pump passed the self test and displacement test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received hardware low level failure error. Customer¿s blood glucose level was unknown. Customer was able to clear the hardware low level failure alarm. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.